Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Based on the returned sample, the actuator was observed missing from the catheter adapter. For a good part, the actuator should be assembled to the spring in the catheter adapter. The assembly process was reviewed. The blood control components (septum, actuator and spring) were first assembled into the catheter adapter, then the adapter was set together with the needle unit. After the blood control components assembly station, there is a 100% inline vision inspection system to detect and reject parts with spring to actuator distance out of specification. The complaint sample was used to challenge the vision system and the part was rejected by the vision. Additionally, after the catheter and needle set together process, there is a 100% inline blood control vision inspection system which could reject parts with missing blood control components. The complaint sample was used to challenge the vision system and the part was rejected by the vision. After the set together process, it is highly unlikely for the actuator to be detached in the subsequent assembly process, as the catheter is seated on the tip shield in the needle hub. With 100% vision inspection systems in place, it was unlikely that the actuator missing defect occurred during the assembly process. Hence, it was suspected that the actuator was actually present in the product, which came loose and detached during use. The size of actuator was quite small (with length of approximately 1.35 cm), so it was possible that the user did not notice that the actuator was detached and thought it was missing. Two simulations were performed to investigate the possible root cause for actuator detachment from the catheter adapter. Simulation #1 ¿ actuator to spring insertion depth the first simulation was conducted based on the actuator to spring insertion depth. Based on the design of the product, there is an interference fit between the actuator and the spring, which is achieved by the 2 ribs on the actuator catching onto the end of the spring. Hence, during assembly process, the actuator will be inserted into the spring deep enough for the ribs to engage the spring with minimal gap (maximum 0.36 mm) allowed between the spring and actuator stops. If the actuator insertion depth was insufficient, it was possible that the actuator might fall out during use as it could not fully engage the spring. For this simulation, the sample was created by loosely inserting the actuator into the spring, leaving a gap of approximately 0.50 mm, which was out of the allowable 0.36 mm gap. Then, the simulated sample was returned back to the pallet in zone 2 of the assembly line to continue the assembly process. When the sample passed through the spring to actuator distance vision, it failed the vision and was rejected. Hence, it was unlikely that during insufficient actuator insertion into the spring was the root cause for detached actuator, as this defect could be rejected by the 100% inline vision inspection system. Simulation #2 ¿ actuator ribs damage the second simulation was conducted based on damage on the actuator ribs. As mentioned earlier, the interference fit between the actuator and the spring is achieved by the 2 ribs on the actuator catching onto the end of the spring. If there was damage on the actuator ribs, it was possible that the actuator might fall out during use as it could not fully engage the spring. For this simulation, the sample was created by trimming off the two actuator ribs before inserting fully into the spring. Then, the simulated sample was returned back to the pallet in zone 2 of the assembly line to continue the assembly process. After assembly process, the needle unit was withdrawn from the catheter unit. It was observed that the actuator detached from the catheter adapter upon needle withdrawal. Hence, it was possible that damaged actuator ribs could cause actuator to detach from the catheter. Based on the simulations, it was suspected that the actuator rib which interfaced with the spring might be damaged, which resulted in a weakened interference fit with the spring. This caused the actuator detached from the spring upon the needle withdrawal. As the returned sample was without the actuator, unable to evaluate if there was damage on the actuator. Hence, actual root cause could not be established. This is most likely an isolated case as this is the first complaint reported for detached actuator for this batch. The complaint trend and occurrence of this defect will be monitored. As current controls, there are in-process 2-hourly inspection on the actuator to spring gap and daily outgoing functional test on blood escape time (bet) to detect leakage from the blood control valve. Proposed action plan: 1 conduct complaint awareness training and communication to all cathena line 2 production technicians (pts), to monitor the occurrence of the detached actuator defect. Effectiveness check plan: 1. After communication, interview 3 cathena line 2 pts from different shifts randomly over a period of 1 month to check understanding of monitoring the occurrence of the detached actuator defect.

Event description:
Material#: 386862 lot#: 3248873 it was reported by the customer reported that it appears that the said piv catheter was inserted , a flash was produced as expected, the catheter was advanced with no trouble but when the nurse went to flush it, she met with resistance. They did try trouble shooting including changing the j loop and being unsuccessful removed the catheter. Once it was removed and out of the body, she still could not flush the catheter. The rn did save part of the piv and I have it. A random selected couple 20g pivs from the same storeroom and behaved as expected when the needle housing was removed but we noticed that there seems to be a small part missing from the inner hub of the catheter in the faulty piv. Verbatim: it appears that the said piv catheter was inserted , a flash was produced as expected, the catheter was advanced with no trouble but when the nurse went to flush it, she met with resistance. They did try trouble shooting including changing the j loop and being unsuccessful removed the catheter. Once it was removed and out of the body, she still could not flush the catheter. The rn did save part of the piv and I have it. A random selected couple 20g pivs from the same store room and lot (# 386862) behaved as expected when the needle housing was removed but we noticed that there seems to be a small part missing from the inner hub of the catheter in the faulty piv.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc had catheter defective / damaged it was reported by the customer reported that it appears that the said piv catheter was inserted , a flash was produced as expected, the catheter was advanced with no trouble but when the nurse went to flush it, she met with resistance. They did try trouble shooting including changing the j loop and being unsuccessful removed the catheter. Once it was removed and out of the body, she still could not flush the catheter. The rn did save part of the piv and I have it. A random selected couple 20g pivs from the same storeroom and behaved as expected when the needle housing was removed but we noticed that there seems to be a small part missing from the inner hub of the catheter in the faulty piv. Verbatim: it appears that the said piv catheter was inserted , a flash was produced as expected, the catheter was advanced with no trouble but when the nurse went to flush it, she met with resistance. They did try trouble shooting including changing the j loop and being unsuccessful removed the catheter. Once it was removed and out of the body, she still could not flush the catheter. The rn did save part of the piv and I have it. A random selected couple 20g pivs from the same store room and lot (# 386862) behaved as expected when the needle housing was removed but we noticed that there seems to be a small part missing from the inner hub of the catheter in the faulty piv.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.